Manufacturer narrative:
The date of the article is used as the event date. Adverse reactions in the instructions for use (IFU) for gore® dualmesh® biomaterial state the following: as with any surgical procedure, there are always risks of complications in surgical repair of soft tissue deficiencies, with or without mesh. Complications may include but are not limited to, infection, inflammation, adhesion, fistula formation, seroma formation, perforation, wound dehiscence, would complications, pain, bowel obstruction, ileus, revision/re-intervention, fever and recurrence.

Event description:
The following publication was reviewed: persistent posterior seroma after laparoscopic repair of ventral abdominal wall hernias with expanded polytetrafluoroethylene mesh: prevalence, independent predictors and detached tacks the publication reports that three patients retained physical complaints and they underwent laparoscopy using gore® dualmesh® biomaterial. It was reported none of the three patients had a hernia recurrence, nor were explanted. The primary function of the gore devices were maintained.

Manufacturer narrative:
Additional conclusion codes added.